Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient had an infection in (B)(6) 2014 because the stitches were too tight so their whole head opened up. As a result they had to see a plastic surgeon and go back and forth for six week which was ¿horrendous.¿ it was noted the patient wanted to have their implantable neurostimulator devices replaced at the end of the summer, but there was no allegation against the devices. No further complications were reported. Relevant medical history includes parkinson¿s dual and movement disorders. Refer to manufacturing report #3004209178-2017-08798.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.